Manufacturer narrative:
(B)(6) was served with a legal complaint filed by the patient (B)(6). The legal complaint cited patient had a unisyn hip stem, body and neck with femoral head manufactured by consensus orthopedics (hayes medical at the time of implantation) implanted by dr. (B)(6) at (B)(6) on (B)(6) 2008. Legal complaint further cited that patient has had on-going complications requiring multiple revision surgeries. The following information is provided for the individual parts reported for cc19-009 unisyn hip system requested: neck, standard, unisyn, 30mm x 38mm, catalog # 3341-13038, lot# 472333. Femoral head, cocr, 36mm, sz -5, neu, +5, +10mm, catalog # 0007-1-3601, lot# 170813. Body, standard, plasma, catalog # 3461-43034, lot# 470616. Stem, fluted, straight, unisyn, 17mm x 160 catalog # 3422-11716, lot# 471682a. Lock nut, unisyn, 30mm, catalog# 3422-03000, lot# 72009. (B)(4).

Event description:
(B)(6) was served with a legal complaint filed by the patient (B)(6). The legal complaint cited patient had a unisyn hip stem, body and neck with femoral head manufactured by consensus orthopedics (hayes medical at the time of implantation) implanted by dr. (B)(6) at (B)(6) medical center in (B)(6) on (B)(6) 2008. Legal complaint further cited that patient has had on-going complications requiring multiple revision surgeries.